Manufacturer narrative:
Results of investigation: the suspect device has not been returned for evaluation. Therefore, the exact root cause is unknown. According to vyaire technician, most likely that the touch screen cable was not connected properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. The video received shows that display has a blank red screen and touchscreen is unresponsive. The root cause is attributed to the loose user interface cables. The customer was instructed to ensure that cables are attached properly. Updates were received that the unit is working now as intended.

Event description:
The customer reported that the touch screen of this unit is not working properly. It is confirmed that there is no patient involvement with the reported event.